Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026. The infusion set detached at the abdomen site. The insertion site was the abdomen. The infusion set had been in use for two days. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.